Event description:
It was reported that an under infusion occurred of d5w ns + 10 meq potassium chloride/l +250 mg magnesium sulfate/l at rate of 275ml/hr. Fluid in the buretrol to be delivered is 100ml and yet the pump says volume to be delivered is 35ml. The patient's urine output decreased over 1 and a half hours and urine specific gravity increased to 1.015. (B)(6), np notified, consulted dr (B)(6) and no new orders given. It was also reported that there was no harm to the patient.

Manufacturer narrative:
MFR reference number: (B)(4). The device in question was received by baxter. Baxter's engineering investigation is in progress. When complete, a supplemental report will be submitted.